Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy, the specialist proceeded to insert the first fast-fix 360´s implant in the meniscus, the t1 peek was lowered and the handle of the implant was slowly removed. The specialist proceeded to insert again the implant in the meniscus, the gray part was lowered twice but it was not perceived that the t2 peek was lowered, the handle was removed from the articulation and the t2 peek was not seen in the meniscus nor in the suture path. 5 minutes delay reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly process found that the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.